Event description:
It was reported to boston scientific corp that an extractor rx retrieval balloon was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2009. According to the complainant, after advancing the device into the choledochus, an attempt was made to inflate the balloon. The balloon burst. The device was removed from the pt and the procedure was completed with another extractor rx retrieval balloon. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be normal.

Manufacturer narrative:
A visual exam of the returned device found that the balloon was torn circumferentially. The tear propagated halfway around the balloon circumference and was smooth. Additionally, a kink was identified 23 cm from the distal tip. The condition of the returned incident device was consistent with the complaint that the balloon failed to inflate. The most probable root cause is operational context. A review of the device history record (DHR) was performed, no anomalies were noted. (B)(4).